Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the under part of dove tail was damaged as surgeon tried to slide it into the tibia baseplate. The surface would not lock into the baseplate.

Manufacturer narrative:
No devices or photos were received. Therefore the condition of the component is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A definitive root cause cannot be determined with the information provided.